Event description:
The user facility reported that fine lines had been observed on the monitor. During the procedure, the image reportedly became so dark that the users could no longer visualize the image. The procedure was completed with a similar device with no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of image, however, the image was noted to flicker during the eval. Additionally, the insertion tube was scratched and noted to be peeling approx 28 cm from the distal end, and one of the light guide lenses was cracked. There was a dent found in the bending section mesh, and the device was noted to have reduced angulation. This report is being filed as an MDR in an abundance of caution.